Manufacturer narrative:
Follow-up #1: date of submission: 01/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: a review of the pump black box revealed evidence of loss of prime illustrated in multiple cs 162 loss of prime due to low non-zero force warnings. The ez-prime steps were performed correctly with no cs 162 warnings occurring during the investigation. The product performed within specifications and the loss of prime complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a loss of prime issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.